Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the lead dislodged this occurred prior to closure of the pocket. The lead was explanted and replaced successfully. The extracted lead would not be returned. The patient was stable before during and after the procedure.